Event description:
It was reported that approximately 39 days post stenting procedure, the patient was readmitted with symptoms of worsening speech and weakness in his right leg. MRI performed a day post admission suggested a new area of left middle cerebral artery (mca) infarction. The patient was treated with aspirin and plavix (dose unknown) and was discharged in stable condition.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Stroke is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
(B)(4)subject device was implanted.

Event description:
It was reported that approximately 39 days post stenting procedure, the patient was readmitted with symptoms of worsening speech and weakness in his right leg. MRI performed a day post admission suggested a new area of left middle cerebral artery (mca) infarction. The patient was treated with aspirin and plavix (dose unknown) and was discharged in stable condition.